Manufacturer narrative:
The reported event was confirmed. The device did not met specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), dispoz-a-bag 4 pack (kit of four medium leg bags). Visual inspection of the sample noted only 3 dispoz-a-bag leg bags (each in original packaging) returned in the open box, along with labeling and one strap package. One leg bag appeared to be missing. This is out of specification per inspection procedure, which states, "missing or incorrect component" are not allowed. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect packaging unit operation in box.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard dispoz-a-bag accessories: ¿ leg bag holder ¿ 1-3/4¿ wide leg bag strap ¿ deluxe fabric leg bag straps ¿ extension tubing contact c.r. Bard, inc. At the number below for information on these and other accessories." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it should be 4 pieces, but only 3 pieces were in the box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it should be 4 pieces, but only 3 pieces were in the box.